Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial #: unknown, product type: programmer, patient. Product ID: 977a290, serial #: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown. Device evaluated by MFR: analysis was not completed at the time of report. A follow up report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there were abnormal impedance measurements of 40,000 ohms or more with the electrodes in use. The electrodes with abnormal impedances changed depending on posture. The presence of absence of stimulation occurred as a result of connection failures between the implantable neurostimulator (ins) and the lead. As of the time of report stimulation was being was being set with the lead without abnormality. There was a possibility that some kind of tension was applied to the lead and a connection failure with the ins occurred. The power frequently turned off and restarting failed. Pairing could not be released. The issue had not occurred for 2 months after the operation but occurred 3 months after the operation. When the impedance was checked over each posture, the electrodes with abnormal impedance changed. Connection check and the same change were confirmed. The electrode in use became the electrode with abnormal impedance according to the change in posture. It was displayed on the controller that the setting value were not available for use. Programming was performed with the other lead which had no abnormality. Following reporting the situation to the physician, the patient would be given option of a reoperation to check if there was any abnormality by reconnecting the lead or stimulation only with the lead that could be used as it was. The power was turned off due to connection failure with ins. A replacement procedure was performed on (B)(6) 2019 and only the ins was replaced. There was a problem with the lead itself rather than the connection failure between ins and the lead. On (B)(6) 2019, as there was another replacement procedure, one lead of the existing two leads was replaced although lead replacement was not absolutely required. Treatment was continued by using one lead at this point. The stimulus for the patient had no issue. No problem occurred after adjusting the stimulus. At the time of operation, the initial ins was replaced with a new one because abnormality of impedance was not eliminated by adjusting connection between the initial ins and lead. There was a possibility of connection failure with the ins operation was performed again to check the connection failure with ins operation was performed again to check the connection. When it was re-connected and the resistance value was measured, both leads were abnormal, and wiping and reconnecting, was tried but the resistance value abnormality persisted on both leads. When the leads were connected with the new ins the resistance value of only one lead was abnormal. There was a suspicion of a fracture on one lead. Since there was no problem in stimulus response with the lead without any abnormality the lead that was suspected of fracture was not in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that after they completed the adaptive stimulation (as) setup and communicated to ins with a patient controller, the settings not available screen was displayed. It was also noted that as intensities were changed to zero. No further complications were reported or anticipated. Please note this information was originally reported through regulatory report #3007566237-2019-01212 and has since been identified as being a duplicate report of the event contained in this report. The information is included here in order to present a complete record of the event.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.